Manufacturer narrative:
(B)(4). One used transfer set was received in reference to damaged/deformed. The transfer set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. The reported condition of a bent spike was confirmed in the lab. A batch review was not performed due to unknown lot number. Based on the information obtained from baxter's investigation, the root cause was not identified. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported to baxter (B)(4) that a spike of a transfer set was deformed. The nurse reported that the transfer set had been used for 50 days. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. A follow up report will be submitted when the evaluation results become available. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.